Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was receiving therapy for about the first month post implant, but then experienced a sudden return of symptoms and loss of stimulation sensation. The patient has tried adjusting stimulation settings twice, but the issue was not resolved. The caller further indicated that the patient was going to be bathroom four to five times per night and sometimes going every five to ten minutes. Additional troubleshooting could not be conducted at the time of the call and patient status is unknown at the time of this report. There were no further complication reported or anticipated.